Event description:
On (B)(6) 2011, abbott point of care was contacted by a abbott sales rep regarding a customer that was having an issue with I-stat troponin cartridges. On (B)(6) 2011, 14:41 lab: 0.00; 14:13 lab: 0.00; 13:59 I-stat:0.06 (neg range: 0.00-0.08). Based on the info available at the time, there were no injuries associated with this event. The investigation was completed on (B)(6) 2011. The results demonstrated the expected cartridge performance with the analysis of a ctni-negative sample; both analyte and reference electrical currents are sufficiently near zero as to report an analytical value within the 99-th percentile reference range of 0.00 ng/ ml to 0.08. The test revealed a sub-optimal wash that resulted in elevated analyte and reference currents sufficiently dissimilar as to the result in a spuriously high reported ctni value. Investigation to root cause is ongoing.

Manufacturer narrative:
(B)(4).